Event description:
User received erratic phosphorus recovery for six pt samples. The following pt example was determined to be discrepant. Initial result gave 8.7 mg per dl; repeated twice giving 4.6 mg per dl on this analyzer and 4.6 mg per dl when tested on another analyzer. User said no treatment was administered as original results were not reported.

Manufacturer narrative:
The field service rep determined the cause to be the r2 reagent probe, and replaced reagent probes, performed adjustments and inspected detergent and water levels on rinse mechanisms. Calibration and controls were run to verify analyzer performance.